Event description:
It was reported that the home patient (hp) experienced peritonitis. Two days after the onset of peritonitis, the patient was hospitalized. However, the treatment was not reported. On an unreported date, the pd catheter was removed and dianeal therapy was discontinued. At the time of this report, the patient was still in the hospital and the patient had not recovered from peritonitis. No additional information is available. This report is 3 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h12k09112, h13b07048, and h13d08067. There were no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).